Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had unresponsive buttons. At the time of the incident, the customer's blood glucose was 144 mg/dl. While on vacation, the insulin pump alarmed button error. The customer stated that it was hot, so they took off the insulin pump, left it aside to sit for a while, removed the battery for a while, reinserted, and the insulin pump alarmed battery out limit. The insulin pump would not do anything from there on. The customer stated that they put the insulin pump aside, in a bag, for two days, to see if the moisture would dry out, and it did work. But, now, they had the keypad anomaly. The customer stated that they had gone sailing on a boat, and the insulin pump was probably in their wet swimming trunks. Also, it was humid where they were vacationing. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.